Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped quickly. Review of the pump data by tandem technical support showed pump battery went from 100% to 0% and then back up 30% within 10 minutes. In addition, the pump unexpected reset. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.